Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled. Reportedly, the customer reused the cartridge. Customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer loaded a new cartridge and delivered a correction bolus via the pump to address bg.